Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap exhibits severe devitrification at output window; the metal cap exhibits severe detritus adhesion on metal surface; the fiber was tested with hene laser fixture, aim beam is present at fiber output window. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Manufacturer narrative:
(B)(4).

Event description:
It was reported during a bph procedure; "forward firing" was noted. The case was completed with an alternative procedure; bipolar resection. Patient outcome: "good" reported. No injury to patient was reported.